Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had recurring audio anomaly. Sometimes it would just vibrate and would not beep during the alerts. The device did not beep during low blood glucose alerts. The sensor was reading a 53 mg/dl but the device only vibrated. The customer's blood glucose during the incident was unknown. The device did not pass the audio test. The device will be returned for analysis.